Event description:
Device #1 malfunction: in-stent restenosis, stent fracture. Time of malfunction: approximately 7 months post procedure. Symptoms/ae: none. It was reported that on 03/07/08, an xact stent was successfully implanted in the critically stenosed right internal carotid artery (rica). Follow-up carotid ultrasound showed abrupt increase in velocities in the right carotid area of the xact stent implant. Carotid arteriogram on 10/15/08 revealed greater than 90% rica in-stent restenosis with stent fracture. The patient was asymptomatic. In 2008, the in-stent restenosis and stent fracture were successfully treated with angioplasty and xact stent (9x20) implantation with 0% residual stenosis. Postprocedurally, the patient developed hypotension that lasted for more than 48 hours and was treated with neo-synephrine drip and midodrine. The patient was discharged home on three days later. At the time of discharge, his previously prescribed antihypertensive medications were held. Though requested, no additional information was provided.

Manufacturer narrative:
The stent remains in the patient's body. The lot number was provided. Review of the device history record is forthcoming. Angiogram images, dated 2008, provided to abbott were medically reviewed and revealed the stent was fractured at mid-level. It could not be seen whether the stent was broken into two pieces; however, several struts adjacent to each other were circumferentially fractured. There appeared to be in-stent intimal hyperplasia in the middle of the stent. The second xact 9.0x20mm stent (lot 34100-6g) is being filed under a separate medwatch report.